Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead indicated zero p-wave measurement and lead trends showed variable p-wave measurements. Several atrial refractory beats with possible far field r-wave (ffrw) oversensing were observed on electrogram. It was also reported that the right ventricular (rv) lead exhibited occasional pacing artifact on t-wave. Both leads remain in use. No patient complications have been reported as a result of this event.